Event description:
It was reported that the patient's blood glucose levels reached 385 mg/dl while wearing the pod longer than 48 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site. Patient went to the emergency room, but refused treatment as she was on vacation; therefore, a medical event did not occur.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.